Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the screws ar-8835-14s (lot: 15155135), ar-8827l-12s (lot: 15056458), ar-8827l-14s (lot: 15087252), ar-8827-14s (lot: 15007366) and ar-8827-16s (lot: 14963035) could not be inserted into the plate ar-2656drs. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the threads around the plate were stripped/damaged. Functional testing was performed and where the threads were damaged the screws did not fit properly. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or excessive force being used during insertion of the screw. Per dfu-0192-eo rev 6 g precautions - 4. Repeated bending of the plate at the same location, or by creating excessive acute angles may potentially lead to premature plate fatigue, failure and or breakage in situ.